Event description:
It was reported that the pump began burning and melting while it was charging. There was no adverse impact to the customer¿s blood glucose level. The customer acknowledged that they would use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.